Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Physician initially implanted with a bifurcated stent and an infrarenal aortic extension. A follow up computed tomography showed the patient had a type 3b endoleak. The patient had a secondary procedure on (B)(6) 2017. The physician confirmed a type 3b endoleak and elected to implant an ovation aortic body and two limbs stents to seal the endoleak. The patient is reported as doing well post procedure. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the clinical assessment, based on lack of medical information available, clinical was unable to find substantial evidence to support the reported endoleak type iiib, and successful endovascular repair. Additionally there was evidence to reasonably support the following observations; possible coiling of a lumbar and distal aorta. The most likely cause of the (compromised stent graft integrity) was the strata fabric. Additional contributing factors such as user, procedure, anatomy, related issues as well as off label or cautionary product use conditions could not be determined due to the lack of available medical information. Associated clinical harms for this event included: type iiib endoleak; and, a secondary endovascular procedure. The final patient disposition was reported to be doing well. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. The unidentified metallic artifact seen at the distal aorta most likely represents treatment of a type ii endoleak from an unknown date. Most likely, the cautionary product use condition of a patent lumbar artery existed, although cannot be confirmed. There was no associated device failure, but the associated clinical harms consisted of a type ii endoleak and a subsequent repair procedure - most likely from an endovascular approach. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
Additional medical information was received and can be found under (B)(4). Based on the information received there were substantial evidence to now support the following reported events; endoleak type iiib and patient doing well post-secondary repair. Additionally there was evidence to reasonably support the following observations; coiling of lumbar arteries, excluded right accessory renal artery resulting in decreased perfusion to the lower pole of the right kidney, and an intraoperative endoleak type ia that was resolved with angioplasty during the secondary procedure. (B)(4).

Event description:
Additional medical information as received and evaluated by clinical personnel.